Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi light. Guide cath: vl 3.5. Sheath: 6fr terumo. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Physical resistance in the lesion/anatomy could not be replicated in a testing environment as they were based on operational circumstances. The shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed bifurcation lesion in the left circumflex (lcx) and obtuse marginal (om). Pre-dilatation was performed and a 3.5x23 xience prime stent was implanted from the mid lcx to the om. Further dilatation was performed and the 3.5x38 mm xience prime stent was implanted in the lcx with some resistance noted with the implanted stent. The stent delivery system (sds) was removed without issue; however, the balloon and the end of the sds shaft separated in the anatomy. The balloon markers could be seen at the lesion site. A balloon was advanced in attempt to retrieve the shaft, but was unsuccessful. A dissection occurred due to the attempts to trap the separated segment. The patient was prepped for coronary artery by-pass surgery, as the left main (lm) became thrombotic. An intra-aortic balloon pump was inserted. A balloon was advanced in a final attempt to remove the shaft, and was successful. Intra-vascular ultrasound was performed which confirmed optimal results. Further dilatation was performed on the lm. A previously implanted stent in the left anterior descending (lad) artery was protruding into the lm. Reopro was given for treatment of the thrombus. Kissing balloon technique was performed for treatment of the dissection. Control angiography the next day confirmed that the vessel looked much better; however, there was still a small dissection/thrombus. The patient is planned to be kept for 10 days and scheduled for a repeat angiogram 8 months. Diagnostic angiogram was performed on (B)(6) 2012 and showed resolution of thrombus/dissection. A clinically significant delay in the procedure was noted. No additional information was provided.